Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a patient (pt) from (B)(6) called to report a diagnosis of a left eye corneal abscess in (B)(6) 2017 while wearing the acuvue2 brand contact lenses. The pt reported left eye discomfort and advised that the left eye lens felt thicker than usual. Pt reported to be a long-time wearer of the acuvue2 brand contact lenses. Pt went to an urgent eye care clinic and the eye care provider (ecp) diagnosed the left eye abscess. Pt was prescribed moxflox q 1 hour for one week and advised to return to contact lens wear after the symptoms resolved. Pt reported waiting an additional week after symptoms resolved and returned to contact lens wear. The pt agreed to provide the medical records for the event. Pt uses arlyte premium to clean and store the lenses and has a 20-day replacement schedule. Pt reported the suspect lens was discarded. On 15feb2018 a call was placed to the pt and additional information was provided: pt has not been back to the ecp, but will make a follow-up appointment and obtain the medical records at the next visit. On 22feb2018 a call was placed to the pt and additional information was provided: pt went to the ecp and obtained the latest visit records. Pt was cleared to return to contact lens wear by the ecp. Pt purchased a trial pair of acuvue oasys brand contact lenses, but had not tried the lenses yet. Pt took the medical records to the optical store. Call was placed to the optical store, but no voicemail was available. On 23feb2018 a return call was placed to the optical store. The pts medical records were requested. On 23feb2018 an email was received from the optical store with the pts medical document. The medical document was dated (B)(6) 2018 and the only legible information were dates, (B)(6) 2017, (B)(6) 2018. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0034jw was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.